Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on causing the device to charge continuously. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. Concomitant products: 5076-52, lead, implanted (B)(6) 2009; 5071-53, lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the device could not get telemetry and there were no pacing output from the device. The device was removed and a new device was implanted. It was noted that the operation was a normal elective replacement indicator (eri) device changeout. No patient complications have been reported as a result of this event.